Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery, right as the pass started after the laser fired with an intralase patient interface (pi). They used the same cone, turned off the pocket and successfully created the flap and completed the excimer treatment. It was noted that the patient's post-op visual acuity was great, there was no loss of best corrected visual acuity (bcva) and no report of patient injury.